Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Data analysis was requested to have this device checked which showed that the device has a normal battery depletion and the power consumption for this device remains steady. The shorter longevity is due to the higher rv output settings. Approximately four years later this device was explanted and returned for analysis without allegations. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to the initial reporting decision. This record no longer met reportable criteria.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Data analysis was requested to have this device checked which showed that the device has a normal battery depletion and the power consumption for this device remains steady. The shorter longevity is due to the higher rv output settings. Approximately four years later this device was explanted and returned for analysis without allegations. No adverse patient effects were reported.